Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.

Event description:
(B)(4). Same case as patient 2134265-2009-05599. The patient was enrolled in (B)(6) 2008. A type I lesion was identified in the left carotid artery. The target vessel reference diameter was 4mm. The lesion length was 5mm and 90% stenosis, measured by nascet. The target vessel was non tortuous with no calcium, thrombus, dissection, ulceration or pseudo-aneurysm present. The filterwire ex cerebral protection was successfully used during the procedure. A carotid wallstent monorail stent with a 7 mm diameter and 30 mm in length was successfully placed at the intended site. Pta was performed using mercury balloon dilatation catheter. Atropine was not given during the procedure. Patient experienced a transient ischemic attack (tia) during the procedure and the event was resolved with no residual effects. The procedure was documented as successful and estimated residual stenosis was 0-29%. Post procedure assessment documented patent carotid stent with 0% residual stenosis. Patient was asymptomatic with no complications <24 hours post procedure. One month follow up assessment in (B)(6) 2008, the stent was patent with 0% residual stenosis. Patient presented as asymptomatic with no changes since the last visit. No follow up assessments reported for 6 month and 12 month visit.